Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right ventricular (rv) lead there was positioning difficulty. It was also reported it was difficulty to find the his bundle and once found there was high impedance, high thresholds and intermittent capture. The lead became lodged in the ventricle and required manipulation to come free. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead became extrinsically distorted due to pul ling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.